Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue independently by changing the infusion set and cartridge. Despite declining further assistance, they requested replacements, and technical support planned to create a goodwill order.